Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. The lead was returned severed 252 mm from the terminal pin. Only the proximal segment was returned. There was trilumen insulation abrasion through to the rate sense lumen approximately 165-175 mm from the terminal pin. Due to the location and type of damage this was likely caused by lead-on-lead contact coupled with movement within the pocket area.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise that was oversensed as ventricular fibrillation (vf). As the episodes were short, no inappropriate therapy was delivered. It was noted that the insulation was eroded exposing the conductor coil. A portion of the lead was explanted. No adverse patient effects were reported.